Event description:
It was reported that packaging was mislabeled, the drains were smaller than the expected item. Per customer follow up on 10dec2024, it was reported that this was noticed before use on a patient. Per additional information received email on 07jan2025, it was reported that the drain that was packaged in the 19fr packaging was small than it should be. They compared two drains both packaged as 19fr drains and the one on the left was smaller than the one on the right.

Manufacturer narrative:
The reported event was inconclusive because this investigation did not result in any additional findings and no sample was available for evaluation. No additional actions can be taken at this time since root cause was not identified. A review of the device history record did not show any problems or conditions that would have contributed to the reported issue. A labeling review was not performed because labeling could not have prevented the reported failure. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that packaging was mislabeled, the drains were smaller than the expected item.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.